Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a non-dehp standard bore y-type catheter extension set with one-link IV connector leaked. The leak was observed from the connection between the tubing and y-junction. This occurred during patient infusion. There was no patient injury or medical intervention reported. No additional information is available. This medical device report is report 1 of 5.